Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was using a 5 mm trocar and the device would not open and release after placed on tissue. They tried another device and the same issue occurred. This happened after the initial firing on both devices and an audible noise was heard. They were able to manually release the devices with no patient consequence manually and then switch to a 10 mm trocar and use another device to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.